Manufacturer narrative:
Additional information has been provided in d.10., g.1., g.2., h.3., h.6. And h.10. The company service representative examined the system and was not able to confirm or replicate the reported event. The system was then tested and met all product specifications. The company sales representative reported that there was a settings issue, not an issue with the system. The patient eye level (pel) was set too high. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction procedure the system was occluding. No occlusion tones were heard. The case was completed. There was no patient harm noted. Additional information received from company representative indicates this was a settings issue.